Event description:
A malfunction alarm occurred, identified as malfunction code 0, and the customer was able to reset the code with guidance from technical support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to reset the malfunction, the issue persisted, leading technical support to arrange for a replacement pump. The customer was advised to use an alternate form of insulin delivery, mdi, until the replacement arrived and was informed about the steps necessary for returning the problematic pump.